Event description:
During a patient use, it was reported that the device displayed "connect cable" when the user attempted to defibrillate. A second cable was used but the issue persisted. The health care providers at the event performed CPR until a second defibrillator was retrieved (unknown delay) and delivered a defibrillation shock. The patient was reported to pass away at a later time. The charge nurse informed that the device use had no adverse effects and the patient died due to her medical condition.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported event could not be determined.